Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set separated during preparation to be used on an adult patient. The customer later validated that there was no patient involvement as the tubing set was being prepared for use.

Manufacturer narrative:
The customer's report that the tubing set separated was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the noted separation at the engagement between the tubing to second smartsite¿s inlet port. Closer inspection of the separation under magnification observed that the tubing had an insufficient solvent applied at the engagement. No other anomalies were observed with the set. Functional testing was deemed unnecessary due to the separation on the tubing as a leak would occur. Dimension analysis measured the tubing to be within specification(s). The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that the tubing set separated during preparation to be used on an adult patient. The customer later confirmed that there was no patient involvement, as the tubing set was being prepared for use.